Event description:
Implant failed to integrate. One person affected.

Manufacturer narrative:
The medical history has been received and reviewed. The reported infection is the probable cause of failure.